Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On february 7, 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy which led to an early sensor removal.

Manufacturer narrative:
On 7th feb 2025, the user informed senseonics that user's system showed results that were different from glucometer measurements. Based on the escalation analysis a sensor replacement was approved due to system performance, and an RMA was issued for further investigation. Sensor was returned from the field. Upon receipt, a visual inspection revealed that the hydrogel was missing over the sensor's optics and the back of the sensor. This missing hydrogel is most likely due to damage caused by excessive force applied by the removal clamps upon explant of the sensor and is unrelated to the user's complaint.upon receipt of the RMA, the sensor was tested in-house and no malfunction was observed for sensor functionality.a review of the in vivo sensor data showed optical instability in all 4 sensing areas from around feb 3rd onwards. This transient optical instability most likely contributed to the observed sensor inaccuracies. Optical instability was not observed in the in-house testing of the returned sensor. This may happen when the conditions that are present in vivo are not reproduced in the lab, such as the in-vivo state of the sensor hydrogel. B4.date of this report 04 august 2025. G3.date received by the manufacturer? 04 august 2025. H3. Device evaluated by manufacturer?yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.